Manufacturer narrative:
Additional information was provided in a.1.,d.9.,h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced just past the nozzle tip and is advanced over the lens. The plunger is bowed/bent in the direction of the opened lens bay door and is making contact with the roof of the nozzle entry section of the nozzle. The lens is advanced to nozzle entry and is crushed underneath the plunger, pushing it upwards/bowed. The advancement of the plunger is obstructed due to the crushed iol and a bent plunger. We are unable to determine the root cause for the reported complaint "implant stuck in the injector, plunger did not actuate". Plunger override was observed. Plunger override may occur: 1) if the lens has become misaligned in the lens bay during the manufacturing process. 2) due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. 3) if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. 4) if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The advancement of the plunger was observed to be obstructed due to the crushed iol (intraocular lens) and a bent plunger. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, during implant preparation, lens was stuck in the injector, plunger did not actuate. The procedure was completed with another no-preloaded injector. There was no patient harm.